Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during two separate (unspecified) exams using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover fell off the scope (and into the patient). During procedure 1 of 2, the distal cover could not be located to remove it from the patient. During procedure 2 of 2, the distal cover was found and retrieved from near the bite block. No additional consequences to the patients were reported as a result of these occurrences. Additional details regarding the patients and reported events were requested. The customer stated that the physician could not remember in which patient cases this occurred, and therefore no further patient event could be provided. The nurse assisting in both cases with this physician stated ¿I think it could have been my fault for not making sure the cap was secure on the tip. I now push it on and then pull on it to make sure it will not fall off. I have not had any further problems. Case with patient identifier (B)(6) reports the single use distal cover used in procedure 1 of 2 (which was not retrieved). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure 1 of 2 case with patient identifier (B)(6) reports the single use distal cover used in procedure 2 of 2 (which was retrieved). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure 2 of 2

Manufacturer narrative:
Reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: (B)(4)). Investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Also, since the customer said that the cover may not have been firmly fixed, it is highly probable that the cover was not properly attached to the scope and that the cover came off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) for the complaint device could not be reviewed since the lot number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. Olympus tried to replicate the reported event with a distal cover from a lot on hand. It was conformed it is not likely for the distal cover to come off the scope when there is no damage to the distal cover, and it has been applied according to the instructions for use. Olympus attempted to obtain additional information regarding the use of the products (such as lubricants used with the device, use of anti-fogging agents, inspection of the device immediately before use, and the customer was unable to provide further information. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. The definitive cause of the reported event could not be established. Based on the investigation findings, the following contributing factors are likely: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Also, since the customer stated that the cover may not have been firmly fixed, it is highly probable that the cover was not properly attached to the scope and that the cover came off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-(B)(4). It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. ¿ the facility educates or continuously educates its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) ¿ the facility uses care when attaching the distal cover, so that it does not crack. ¿ the facility implements/reinforces practice of post-cap installation inspection including gentle tug, and slight rotation to ensure that the cap is firmly and securely installed to the scope without movement and aligned properly without gaps between the cap and scope. During the interview, the facility did not carefully review and follow the instructions for use (IFU). However, it was confirmed that the IFU was reviewed with the staff during in-service training during introduction of the new distal cover (maj-2315) design, and during initial new scope in-service training. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers remain in a sterilization pack during storage. The specific distal cover storage details are as follows: ¿ the facility keeps excess stock distal covers in the original product carton, until they stock them into individual storage cartons in each room. ¿ each procedure room has distal covers stocked in their consumable product cabinets. Those cabinets include hard plastic storage bins for each individual item. 20-30 distal covers are stored in each room and refilled as needed. The distal covers remain in their sterile packs within the storage bins until removed individually for each procedure. ¿ a storage bin is also located in the hallway scope accessories area, containing distal covers in their original sterile packaging like how they are stored in the procedure rooms. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: ¿ prior to intubation of the scope and inspection of the distal cover, a generic water-based lubricant (ky-jelly or similar generic brand) is used on the back side of the endoscope, with careful attention paid to only applying conservatively. ¿ simethicone is used for an estimated 50% of the procedures at this facility. Simethicone is introduced through the biopsy port, with a syringe and diluted with water in an appropriate amount. It is unknown if simethicone was used in the specific procedures where a distal cover came off the endoscope. ¿ the facility uses contrast agent for endoscopic retrograde cholangiopancreatography (ercp) procedures in sphincterotomes, balloons and other standard devices. ¿ anesthesia occasionally uses lidocaine to assist with endotracheal tube (et tube) intubation. ¿ alcohol cleaning wipes are occasionally used to help ¿clean¿ or wipe off the lens of scopes if image appears ¿foggy¿ or has difficult to remove debris visible on the monitor during procedures. The facility confirms that there were no cracks observed on the distal covers during the device pre-procedure inspection process. Furthermore, since the new distal covers have been in use at the facility, there have been no additional incidences of distal covers falling off the endoscope. This supplemental report also includes a correction to h9.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.